Event description:
It was reported that the procedure was cancelled. The target lesion was located in the severely calcified left anterior descending artery. A rotablator console was selected for use. During preparation, the pedal could switch from high speed to low speed. However, it was noted that the speed could not increase outside the patient. The procedure was cancelled due to this event. No patient complications were reported and patient was stable post procedure.